Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, there was difficulty obtaining hemostasis following the placement of the valve. Hemostasis was complicated by calcification. Surgical intervention to treat the damage at the access site was required.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death, serious injury, or malfunction. Per the physician, the injury was caused by a non-medtronic (abbott perclose) closure device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, there was difficulty obtaining hemostasis following the placement of the valve. Hemostasis was complicated by calcification. Surgical intervention to treat the damage at the access site was required. Additional information was received that the right transfemoral access site was used for the procedure, which is where the injury was noted. The minimum diameter of the access vessel was approximately 5 mm. It was unknown when the injury occurred, but was observed at the time of hemostasis. Per the physician, the cause of the injury was failed hemostasis with a non-medtronic (abbott perclose) closure device, and not the delivery catheter system (dcs).